Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). A replacement procedure was performed, the pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). A replacement procedure was performed, the pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. This device was not returned for analysis. Pi analysis was completed on the device using available information. The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The "no problem detected" investigation conclusion code was selected based on lack of objective evidence of a device defect/malfunction and passing product record reviews.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.